Manufacturer narrative:
Philips service replaced the spp power supply and returned the device with limitations as the customer declined further service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry error prevented movement, and error 298 was detected on an integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.